Event description:
The account alleged that their bed will not go in the chair position. No alarms heard and no error codes displayed.

Manufacturer narrative:
The technician investigated and found the bed had no functions working, due to a blown f5 fuse. The technician replaced the fuse to repair the bed.